Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that the avea ventilator showed fan failure and vent inop. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: the suspect device has been returned to the manufacturer for evaluation. The reported issue was not duplicate or confirmed, the device passed all testing procedures.